Manufacturer narrative:
The returned device was evaluated. The first and second battery were found to have low voltages. Due to the insufficient voltage measurements in the batteries, cause of high blood glucose levels could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose reached 402mg/dl while wearing the pod on her arm for between 4 and 24 hours. Treatment included water, bolus, and changing the pod. The device was returned for evaluation.